Event description:
The physician notified the company rep that he had a patient complication from a transoral incisionless fundoplication (tif) procedure on (B)(6) 2010. He stated that the patient was admitted to the ER for shortness of breath two days after undergoing the procedure. The diagnosis was a bi-lateral pleural effusion. It is the company rep's understanding that this lead to additional complications as the patient received a thoracotomy, and was admitted to the hospital's ICU with ventilator assistance. The patient has since been discharged and per the physician, has recovered nicely. The rep had attended the case and reported no procedure or device issues before, during or after the procedure. There was no allegation of product malfunction.